Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the undergoing diagnosis procedure was performed when the issue happened. The result of the procedure remains uncertain because of a lack of information. The philips remote service engineer (rse) examined the system remotely and confirmed that reported problem. The rse suspected a leak from the grid switch related to the x-ray tube, but the root cause could not be identified due to no onsite visit, which was later cancelled as the system was set for dismantling. No further action was taken by philips. The issue was unresolved, and the system was dismantled. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system was unable to perform fluoroscopy. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.